Event description:
(B)(6) study. It was reported that cardiac decompensation and moderate intravalvular leak occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer was placed correctly and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic valve into the proper anatomical location. The subject was discharged on clopidogrel and warfarin. Post procedure summary: in (B)(6) 2019, 1426 days post index procedure, the subject presented to hospital with complaints of worsening dyspnea on exertion to functional nyha class IV. The subject was hospitalized on the same day. Physical examination revealed, heart rate 69 bpm; oxygen saturation 87% on room air, mild systolic murmur in the aortic area, crackles in both lung fields, no right-sided signs, lower extremity wound and mild hepatojugular reflux. Electrocardiogram (ECG) revealed, sinus rhythm at 70 bpm with ventricular paced rhythm, qrs 160 ms, qtc 500 ms. Chest x-ray revealed, pacemaker lead in place and bilateral interstitial syndrome. Lab investigation revealed elevated pro bnp of 6112 pg/ml (standard reference range: <450 pg/ml). On the same day, echocardiography revealed, lv dysfunction with an ejection fraction of 38%, inferior akinesia, inferior septal hypokinesis, good tavi function, moderate mitral regurgitation, non-dilated right ventricle and moderate right overload. Subject was treated with IV lasix with a favorable outcome and pro-bnp decreased to 3000 pg/ml. Atrial fibrillation (historical condition) was considered as triggering factor for the decompensation. Hence, antiarrhythmic treatment was increased and decision was made not to upgrade the pacemaker. On the same day, follow-up transthoracic echocardiogram (tte) after fluid depletion to reassess mitral regurgitation was performed which revealed, structurally normal prosthetic aortic valve minimal paravalvular leak and 2/4 moderate intravalvular leak, mitral valve prolapse involving both leaflets with 2/4 restrictive mitral regurgitation, impaired lvef, moderately impaired right ventricle function and non-dilated right ventricle. The subject was diagnosed with new onset of decompensated heart failure associated with hypokinetic cardiomyopathy (nyha 4). In (B)(6) 2019, the event was resolved, and the subject was discharged on the same day on warfarin. In (B)(6) 2019, 1451 days post index procedure, the subject presented to hospital with complaints of increased dyspnea from past few days with orthopnea at night. In the emergency department, oxygen saturation was 92% and physical examination revealed presence of hepatojugular reflux associated with jugular distension with no lower extremity edema. Electrocardiogram revealed ventricular pacing with underlying sinus rhythm. Chest x-ray revealed cardiomegaly and bilateral interstitial syndrome. Lab investigation revealed elevated nt-pro bnp of 5583 pg/l (standard reference range: < 450 pg/ml). The subject was diagnosed with decompensated biventricular heart failure related to probable reduction in diuretic dose associated with mixed cardiomyopathy at the biventricular dysfunction stage. The subjects lasix dose had been decreased to 40 mg daily. The subject was hospitalized on the same day. The subject was treated with IV lasix and the subject was advised to maintain a low-sodium diet. The subject was further treated with an increased dose of lasix 80mg twice daily. In (B)(6) 2019, the event was resolved with sequelae and on the same day the subject was discharged.